Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Review of ticket trending did identify atypical complaint activity related to falsely elevated results. The ca 125 ii reagent lot search did not identify atypical complaint activity related to the issue under review. Accuracy testing was completed using retained kits of reagent lot 27040m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performed per specification. There is no malfunction as the issue was for a discreet patient sample and limited troubleshooting was performed.

Event description:
The customer stated that elevated architect ca 125 results in the 150 - 300 u/ml range were generated for a patient using reagent lot 27040m500. The patient is a dialysis patient and ca 125 values have been increasing since approximately september 2013. The physician questioned the elevated results because they do not match the clinical picture. The normal range is less than 35 u/ml. No tumor has been observed for this patient. No adverse impact to patient management was reported.